Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the incident. Blood glucose level remained within normal range and did not exceed 500 mg/dl. Technical support took action by replacing the pump and guided the caller in putting the pump into storage mode, instructed them to return the problematic pump, and advised them on the steps upon receiving the replacement. No additional notable outcomes were reported.